Manufacturer narrative:
The t:slim g4 pump user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. It was also reported that during the fill tubing process, insulin was not observed exiting the end of the tubing. The customer reported a blood glucose level of 232 (mg/dl). During troubleshooting with tandem technical support, the blockage appeared to likely be in the tubing and the customer reported using apidra insulin to fill the cartridge. The tubing was changed, the fill tubing process was performed and drops of insulin were observed exiting the tubing.